Manufacturer narrative:
No cosmetic or physical anomaly was observed on the subject controller during a visual inspection. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process; all of the ablation and coagulation voltage output readings were within specified ranges. Therefore, the customer's complaint could not be verified, nor could a root cause be determined in association with the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: 1. A power surge to the subject controller at the customer's facility. 2. Using an improper power cord or improper extension cord, or a loose power connection at the customer's facility. 3. A loose foot control assembly connection to the subject controller at the customer's facility. The coagulation function will display 0 only when an ent wand has not been properly connected to the controller. 4. It is possible the customer may have inadvertently stepped on the foot control ablate setting switch, therefore causing the settings to change.

Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the power settings began to change independently. The surgeon opted to complete the procedure using competitive product. There were no significant delays or patient complications reported as a result of this event.